Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She informed this mss, that the day before she had not slept at all and on (B)(6) 2011 she went shopping all day and came back exhausted and in a lot of back pain due to her fibromyalgia condition. She stated that she remembered testing earlier in the day and her result was normal (could not recall the value) and ate as usual. Due to the pain she reported taking a pain pill. She reported testing her glucose after taking the pill and got an unknown high result, which she treated with her novolog insulin. She stated that she tests her glucose 3x/day and manages her diabetes with insulin (pump therapy) and due to the alleged high result she denied making any changes to her usual diabetes treatment and got the necessary dose of insulin. On an unknown time of the same day, the patient claimed feeling 'lethargic and passed out'. In response to her symptoms, she reportedly was taken by the paramedics to the emergency room (ER) on (B)(6) 2011, where her glucose was tested with and ER meter and a result of '40 mg/dl' was obtained. The patient reported being hospitalized thru (B)(6) 2011, and received a variety of treatments in the coronary care unit due to her heart condition. She stated the day after she got discharged she tested with her glucose meter, at 9:40 pm and 9:45 pm. The patient obtained glucose results of '546 and 461 mg/dl' on the subject meter, done within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/ or<=20 mg/dl. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/13/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.